Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-12. Investigation summary: one open 32g x 4mm pen needle sample and four photos were returned from lot. No. 0274111, cat. No. 320566. Visual examination was carried out on the returned sample and photos and a bent patient end of cannula was observed. No manufacturing related issues were observed. A functionality test was also carried out on the returned sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 3 pen ndl 32g 4mm pro needles had device attachment issues. The following information was provided by the initial reporter : the patients reported that when inserting the needle into the insulin pen it can not be pulled out and realized the needle bent inside the cap.

Manufacturer narrative:
(B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 pen ndl 32g 4mm pro needles had device attachment issues. The following information was provided by the initial reporter : the patients reported that when inserting the needle into the insulin pen it can not be pulled out and realized the needle bent inside the cap.